Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had recently undergone an implantable neurostimulator (ins) replacement, and since then, the patient's wife noticed changes in the patient's demeanor, describing them as not themselves and appearing slower. The patient's wife observed that the patient seemed "more down" between medication doses and in the evenings. However, it appeared that the patient was receiving some therapy, as their condition wasn't as severe as when the therapy was completely off. When the patient's wife attempted to increase stimulation, they received a "no therapy" message with service code 810. During the conversation, it was noted that during the replacement, the healthcare provider placed the plug into the top port, and therefore, the lead was connected to the bottom port; to accommodate this, the rep used the swap leads button on the tablet's 'components' screen of the 'setup' workflow to address th is. The technical support specialist (tss) reviewed that using this feature would have cleared the programming and history, and if the programming hadn't re-entered, the patient might have been sent home without programming. The rep mentioned they had switched tablets and that the tablet with the previous ins settings was in the account. The caller was not with the patient at the time. The patient was redirected to their healthcare provider for further assistance. The tss advised that the ins would need to be interrogated and reprogrammed. The rep planned to obtain the settings from the healthcare provider or the tablet and meet with the patient to address the issue. Additional information was received from the manufacturer representative confirming the system was not set up correctly. During the procedure, the channels were switched in the programmer because the surgeon plugged the lead into a different port. The only reported message at that time was that this action would change the lead and burr hole to the other side; however, it did not provide a warning that the stimulator's settings would be wiped. In any event, the rep met with the patient and reprogrammed the stimulator. After reprogramming, the patient is doing well, indicating that the issue was resolved. The hcp was informed and aware of the situation.